Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found following. The reported phenomenon was not duplicated combined with cyf-vha owned by omsc. The video connector socket had failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, as a result of the investigation, there was the possibility that this phenomenon was attributed to the failure of the video connector socket due to the unexpected external force on the connector by the user handling.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, a scope communication error appeared on the monitor. The user replaced the device to another otv-s300 to complete the procedure. There was no report of patient injury associated with the event.